Event description:
The customer reported that erroneously low platelet (plt) results were generated from a coulter ac-t diff 2 analyzer for multiple patients. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of three patients with erroneous plt and/or hemoglobin (hgb) results. One patient possessed acceptable hgb results and erroneous platelet results which were accompanied by instrument generated flags which, per beckman coulter inc. Labeling, necessitated the review of the result. This patient is not regarded as involved in this reportable event. Two patients' test results possessed numerous erroneous plt results with instrument generated flags. These same two patients' results also generated erroneous flagged and unflagged hemoglobin (hgb) results. One of these patients also possessed an unflagged erroneously elevated plt result. Upon follow-up or repeat testing for both patients, valid hgb and/or plt results were obtained. 3. The erroneous flagged and unflagged plt and hgb results were reported outside of the laboratory. The doctor determined that the results were inaccurate based on each patient's medical history. No death, serious injury or modification to patient treatment was associated with the initially erroneous plt or hgb results. 4. The samples were drawn into ethylenediaminetetraacetic acid tubes and analyzed immediately in either open or closed vial whole blood mode. 5. Quality control (qc) results were within specifications with respect to controls and reproducibility. Controls were executed on the date of the incident and recovered within limits.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the site for this event. The field service engineer (fse) replaced the hemoglobin lamp, probe and wash block. Upon completion of the necessary repairs the instrument was returned back into operation. A failure mode for the erroneous unflagged plt and hgb results could not be determined based on available information. The root cause of the reporting of the erroneous instrument flagged plt and hgb results is use error. There were instrument generated flags to alert the operator to review results.